Manufacturer narrative:
The service rep called back and found the customer had no problems with calibrating the aspirator.

Event description:
The customer reported the itrak 2000 has difficulty in calibrating the aspirator and had already tried several times getting motion error. It was not providing the customer with a specific message or tracking error calibration failure.